Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "no vacuum" (aspiration issue). A nurse reported there was no vacuum in vitrectomy mode. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4)